Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was transferred to an inpatient hospice center. The pump was turned off on (B)(6) 2014 due to hemolysis. The patient presented with pancreatitis due to alcohol use, lactate dehydrogenase (ldh) levels greater than 2000 u/l, and renal failure. The center attempted to treat the hemolysis with integrillin and heparin, but was unsuccessful. The hemolysis continued to worsen. The vad team decided that the patient was not a candidate for a pump change out. They met with the family where it was decided to turn the pump off to stop the hemolysis. Dialysis was discontinued and the patient was made comfortable. The pump was turned off on (B)(6) 2014. The patient was still hemodynamically stable and off dialysis on (B)(6) 2014. The patient passed away at hospice on (B)(6) 2014. No autopsy was performed and there was no pump removal.

Manufacturer narrative:
A direct correlation between the device and the reported event could not be determined. An autopsy was not performed and the pump was not explanted. Review of the patient's complaint history showed no previous events related to hemolysis were reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 7 months.no further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.